Event description:
Seven patients with discrepant beta hcg results, patient 1, 2007, initial result 7.35 miu/ml, repeat 1223 miu/ml. Patient 2, 2007, initial result 0.1 miu/ml, repeat 576 miu/ml. Patient 3, 2007, initial result 74.9 miu/ml, repeat 25036 miu/ml (diluted 1/100). Patient 4, 2008, initial result 2.07 miu/ml, repeat 307.9 miu/ml. Pt 5, 2008, initial result 32.1 miu/ml, repeat 7523 miu/ml. Patient 6, 2008, initial result 22.43 miu/ml, repeat 5197 miu/ml. Pt 7, 2008, initial result 56.03 miu/ml, repeat 16809 miu/ml (diluted 1/100). No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.